Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter (sgc) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the clip was difficult to remove and separated, both issues have the potential to cause or contribute to adverse patient effects. In addition, an additional procedure was performed. It was reported that on (B)(6) 2015, the procedure was to treat functional mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy. After placement of the steerable guiding catheter (sgc), the clip delivery system (cds) was steered down to the mitral valve; however, the clip was inadvertently pointed too far and remained inverted. It was difficult to retract the inverted clip from the left ventricle to the left atrium, due to interactions with the chordae. Maneuvers were performed with the delivery catheter (dc) handle and a/p knob to disengage the clip from the chordae. After retraction to the left atrium, the clip was noted to be broken from the dc shaft, but still attached by the lock lines and gripper lines. The cds was retracted partially into the sgc, but could not be fully retracted into the sgc due to the inverted clip. The cds and sgc were removed from the patient as a single unit, and the clip was successfully removed still attached. There were no reported adverse patient effects and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. On (B)(6) 2015, an additional procedure was successfully performed, with deployment of 1 clip and mr reduced to 1. There was no additional information provided. The sgc was returned with the tip torn.

Manufacturer narrative:
(B)(4). It should be noted that the mitraclip instructions for use (IFU) states: open the clip to approximately 180 degrees and rotate the dc handle to align the clip arms perpendicular to the line of coaptation. Complete final mitraclip system positioning in the left atrium prior to advancing the clip into the left ventricle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The complaint device was returned and the reported detachment of the device component was confirmed to be due to a fractured coupler. The reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was confirmed. The reported clip becoming caught on the chordae could not be replicated or tested as it was based on patient/procedural conditions. The investigation concluded that the reported difficulty retracting the clip was a result of user error. The reported detachment of device component and clip becoming caught on the sgc tip were a result of procedural conditions due to the fractured coupler. In regards to the fractured coupler, it was determined that per the investigation performed at this time, there was no indication that the incident occurred due to an issue in design of the device, coupler manufacturing, or device manufacturing. The performance of these devices will continue to be monitored.